Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 160mg/dl. Troubleshooting was performed, and the device failed the displacement test. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. Unable to prime during prime test due to faulty force sensor. The insulin pump was received with cracked case on lcd display window corners and scratched lcd window noted during inspection. The motor was tested outside the device and passed. No motor error alarm noted.